Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had blood glucose of 162 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming button error. Nothing further was reported.